Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The cup impactor broke during implantation of cup. Update (B)(6) 2016: follow-up from the sales rep indicates the circumference of the handle cracked in half.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the cracked handle. Previous investigations found design is attributed to the handles cracking; eco (B)(4) was implemented on january 3, 2008 to change the material from (B)(4). The returned device was made after these changes. Eco-(B)(4) was implemented on march 12, 2013 that further changed the material from aluminum to overmoulded silicon. Further corrective action is not indicated. Continue to monitor via post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.